Manufacturer narrative:
Technician located the bed in repair shop. Found left siderail end tube was broken form metal fatigue. Replaced broken left siderail end tube to resolve this issue.

Event description:
Information received that the left siderail was broken. No injury reported.